Event description:
On 12/13/2024 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on (B)(6) 2024. On (B)(6) 2024, the user experienced hyperglycemia with bg levels exceeding 762 mg/dl, resulting in hospitalization for dka. The user was admitted to the hospital after being taken to the ER by their spouse and received treatment with an insulin drip. The user does not recall the events leading to the hospitalization, describing the day as "a blur." They were released from the hospital on the afternoon of (B)(6) 2024. Prior to admission, the user experienced challenges managing their glucose levels, including confusion with multiple daily injections (mdi) and difficulty connecting/disconnecting their infusion set. Additionally, the user noted a possible issue with scar tissue at the pump site affecting insulin absorption. At the time of reporting, the user remained on mdi and had not resumed ilet therapy, with a follow-up planned to evaluate their readiness to return to pump therapy.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.